Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a catheter adapter/connector/hub cracked/broken during use. The following information was provided by the initial reporter: material no.: 381423 batch no.: 9098715. Description: needle crack the plastic needle containment hub. What happened: once the catheter/needle is positioned in the vein ,the release button is pressed to retract the needle, the needle retracts into the plastic needle containment hub, but the hub cracks, which causes the blood flash in the hub to ooze out of the back of the hub. 22ga x1in bd insyte autoguard IV needle item. 381423, lot 9098715 and exp. 2022-03-31.

Manufacturer narrative:
H.6. Investigation summary: the defect catheter defective/damaged; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a catheter adapter/connector/hub cracked/broken during use. The following information was provided by the initial reporter: material no.: 381423, batch no.: 9098715. Description: needle crack the plastic needle containment hub. What happened: once the catheter/needle is positioned in the vein ,the release button is pressed to retract the needle, the needle retracts into the plastic needle containment hub, but the hub cracks, which causes the blood flash in the hub to ooze out of the back of the hub. 22ga x1in bd insyte autoguard IV needle. Item. 381423, lot 9098715, exp. 2022-03-31.